Event description:
It was reported the tip snapped off while trying to remove a screw.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the customer reported event of the distal threaded tip fracture of the reflex hybrid revision driver screw extractor was confirmed via a visual inspection. Tip breakage was due to a torsional overload mode. The surgical technique states that ¿pivoting or angulation of the instrument must be avoided and must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft.¿ excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: the instrument's failure is believed to be the result of user error.

Event description:
It was reported the tip snapped off while trying to remove a screw.